Event description:
The united states of america customer reported "sporadically having inconsistencies on every run on a few slides". The field service engineer (fse) serviced the instrument and found the syringe had a slight leak. The fse replaced the syringe which resolved this malfunction. The instrument is fully operational, within specification, and ready for use. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.